Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's mother that her daughter's infusion set's cannula was kinked, and which led to elevated blood glucose levels. It was treated with correction bolus and multiple daily injections. Reportedly, the patient was admitted as her blood glucose was 500 mg/dl and she had diabetic ketoacidosis. The mother reported that reported, at the hospital after her site was removed, they noticed the site was kinked. During hospitalization she received, intravenous insulin drip which resolved the issue and there was no permanent damage to the patient. She was discharged from the hospital approximately two days later. The infusion set was used for one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.